Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up at 5:30 am with a cgm reading of 359 mg/dl and no fingerstick test was done. Although the patient did not experience symptoms at the time, she self-treated with 6 units of humalog insulin via pen right away based on the cgm reading, because she panicked. Then, she monitored her cgm readings without performing a fingerstick test, and at the time, still no symptoms were observed. By 11:00 am, she started to feel nauseous, frequent urination, and thirsty. When she looked at the cgm, it was 198 mg/dl, and she felt it did not align with her symptoms. Without performing a fingerstick test, self-treated with another units of humalog insulin (3 units), then another unspecified units after couple of time. The total insulin provided was 20 units since 5:30 am. After a while, she decided to go to the emergency room (ER) by herself because the symptoms did not subside. When she arrived at the ER, the bg meter was checked by the health care professional (hcp) at the hospital and it showed over 459 mg/dl, whereas the cgm read around 200 mg/dl. The patient was treated with IV fluids and IV insulin. After 4 hours, she was discharged with a bg reading of 326 mg/dl and was advised to continue giving insulin to herself and some fluids at home. She went home and relied on the glucometer rather than the cgm, she removed the sensor and did not replace until the day of the report when she was feeling better. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).